Event description:
It was reported that balloon rupture occurred. During the procedure, a 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.